Event description:
Related mfg report numbers: 3008452825-2019-00073, 2182269-2019-00014, and 2182269-2019-00016. Following a ventricular tachycardia procedure, a pericardial effusion was noted via transthoracic echocardiography, leading to cardiac tamponade. A perforation in the anterior wall of the right ventricle was reported. Pericardiocentesis was performed, but the effusion was not resolved, so the patient underwent cardiac surgery. The physician reported that the patient is stable. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.